Event description:
It was reported that patient underwent a left hip arthroplasty in 2006, in which patient received a durom acetabular cup. Patient's attorney indicates that patient's surgeon recommends a revision.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.